Event description:
The pt experienced a sudden loss of stimulation. The pt felt that the stimulator was not turning on properly. An x-ray was taken (results not reported). Device interrogation revealed impedances greater than 4000 ohms on all electrodes. The leads were replaced. The pt's status was reported as 'recovered without sequela'.

Manufacturer narrative:
The leads were returned for analysis. Lot/serial# - unk. All four conductors/wires were broken 19.5 cm from the distal end of the lead, near the wrinkled site in the outer insulation. All circuits were open. Lot/serial# - unk. All four conductors/wires were broken 18.8 cm from the distal end of the lead, near the wrinkled site in the outer insulation. All circuits were open.